Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine years and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and detached. The device has been removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and seven months post filter deployment, computed tomography revealed there was an infrarenal inferior vena cava filter with penetration of two medial and posterior struts into adjacent fat abutting the vertebral body. One of the struts was broken and located superior to the filter. Approximately three days later, patient was scheduled for filter retrieval. The filter was then pulled into the sheath and the filter was removed in its entirety. Attention was then turned to the separated strut, which was partially embedded in the wall of the inferior vena cava. The snare was placed around the strut and a strut successfully removed through the sheath. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2012), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine years and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and detached. The device has been removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.